Event description:
Patient's legal counsel alleges the patient underwent revision hip arthroplasty on (B)(6) 2011 and that a subsequent revision procedure was performed on (B)(6) 2012. A review of invoice history confirmed the surgery dates. Further follow up for additional information revealed the reason for the revision procedure on (B)(6) 2012 was allegedly due to acetabular cup loosening. The acetabular cup and low profile screws were removed and replaced. Additional allegations received indicate presence of alval and dark fluid during revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel alleges the patient underwent total hip arthroplasty on (B)(6) 2005 and that a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated metal ions. Legal counsel for patient further reported a subsequent revision procedure was performed on (B)(6) 2012 due to patient allegations of acetabular cup loosening. A review of invoice history confirmed the surgery dates and that the acetabular cup and modular head were removed during the revision procedure on (B)(6) 2011. Additionally, invoice history confirmed the acetabular cup, acetabular liner and modular head were removed and replaced during the revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information provided in revision operative notes dated (B)(6) 2011 indicated the presence of metal staining, brownish fluid, and a loose acetabular cup. Additional information provided in revision operative notes dated (B)(6) 2012 indicated loosening and migration of the acetabular cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "metal sensitivity, or allergic reaction to a foreign body." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01560-1 / 01563-1).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, mal- alignment, bone resorption, and excessive activity." "Loosening or migration of the implant." This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2012-01558 / 01563).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel alleges the patient underwent revision hip arthroplasty on (B)(6) 2011 and that a subsequent revision procedure was performed on (B)(6) 2012. A review of invoice history confirmed the surgery dates. Further follow up for additional information revealed the reason for the revision procedure on (B)(6) 2012 was allegedly due to acetabular cup loosening. The acetabular cup and low profile screws were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.